Event description:
Used excite product according to instructions. After a short time it became decidedly painful. Now 3 weeks later, I am left with a bloody rash, small blisters around the clitoris and vaginal opening with extreme pain and burning and expensive physicians bill and treatment. Customer advised she went to the doctor and has been prescribed a double dose of meds. For this problem. The pain was lasted almost 4 weeks now.